Manufacturer narrative:
There is no sample or lot# being returned for investigation. A follow-up investigation report will be sent when completed.

Event description:
The event is reported as: complaint indicates that an alleged death occurred due to a mucus plug. Complaint also states that although teleflex products were used, none of the equipment failed. The product worked as intended.